Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). IFU not followed - it was noted that bss was used. The precautions section of the product's instructions for use (IFU) states: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The serial number was not available for investigation. Based on the available information and our investigation, we believe this event was not caused by our product quality. (B)(4) has been initiated for "damaged haptic" complaints.

Event description:
Damaged haptic after implantation. Serial number not provided. The trailing haptic was separated at tip just after implantation. The haptic piecewas removed from the eye. The iol was stable in the eye, and the va of the patientwas not impacted. It was noted that bss was used.